Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing the diagnostic procedure and the procedure got delayed and completed by moving the patient in another room. Philips field service engineer (fse) inspected the system onsite and found that system failed to expose. To resolve this problem, fse replaced the malfunctioning nc power supply in the m-cabinet and the faulty tilt potentiometer and also disconnected all the cables from the back of the nc power supply, installed new power supply and reconnected the cables. The defective power supply was returned to philips for further analysis but the cause of power supply failure couldn¿t be conclusively determined by suppliers part analysis. After that, the system was returned to use in good working order the codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.